Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set was not working event on (B)(6) 2026. The blood glucose level was high and the patient was treated with bolus/manual injection. No further information is available.